Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. The visual inspection verified the reported condition. The cause of the condition could not be determined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.